Event description:
It was reported that the pt arrived at the emergency ward of the hosp in a coma. Two days later, the pt died. The emergency ward physician stated the pt death was due to respiratory failure. The event will be analyzed by the anatompathologist and by the forensic physician. No device explant was planned at the time of this report. No precise causal relationship between the device and the pt death had been expressed. They were awaiting the results/opinions of the pathologists. The pump was used to deliver baclofen (500 mcg/ml; 180 mcg/day). The pump was last refilled approx one month ago with no dose or concentration modifications. Additional info has been requested, a follow-up report will be sent if additional info becomes available.